Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and menorrhagia ('heavy menstrual bleeding') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty in placing the essure coil in right fallopian tube" (seriousness criteria medically significant and intervention required) in 2009. The patient's medical history included pelvic hematoma, anemia, abdominal pain, asthma, migraine, gerd, lactose intolerance, obesity, depression, dysfunctional uterine bleeding, environmental allergy, irritable bowel syndrome, multiple caesarean sections, uterine dilation and curettage, oophorectomy, menorrhagia, urinary retention and parity 2. Previously administered products included for an unreported indication: clindamycin, flagyl, percocet., dilaudid, motrin and morphine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced complication of device insertion ("essure coil placed in the left fallopian tube only"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), abdominal pain ("abdominal pain") and back pain ("chronic back pain"). The patient was treated with surgery (total abdominal hysterectomy, lysis of omental adhesions and endometrial ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, discomfort, abdominal pain, back pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 and essure removal date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: showed 7.4 cm x 9.9 cm x 10.5 cm hematoma in anterior abdominal wall. Ultrasound pelvis - on (B)(6) 2011: endometrial echo complex is not well visualized. No free fluid is noted. Right and left ovaries are normal in size and texture. No adnexal pathology is seen.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: endometrial ablation surgery added to previously reported event menorrhagia. Reporter, medical history, historical drug, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') and menorrhagia ('heavy menstrual bleeding') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty in placing the essure coil in right fallopian tube" (seriousness criteria medically significant and intervention required) in 2009. The patient's medical history included pelvic hematoma, anemia, abdominal pain, asthma, migraine, gerd, lactose intolerance, obesity, depression, dysfunctional uterine bleeding, environmental allergy, irritable bowel syndrome, multiple caesarean sections, uterine dilation and curettage, oophorectomy, menorrhagia, urinary retention and parity 2. Previously administered products included for an unreported indication: clindamycin, flagyl, percocet., dilaudid, motrin and morphine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced complication of device insertion ("essure coil placed in the left fallopian tube only"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), abdominal pain ("abdominal pain") and back pain ("chronic back pain"). The patient was treated with surgery (total abdominal hysterectomy, lysis of omental adhesions and endometrial ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, discomfort, abdominal pain, back pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, back pain, complication of device insertion, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2009 and essure removal date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: showed 7.4 cm x 9.9 cm x 10.5 cm hematoma in anterior abdominal wall. Ultrasound pelvis - on (B)(6) 2011: endometrial echo complex is not well visualized. No free fluid is noted. Right and left ovaries are normal in size and texture. No adnexal pathology is seen.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and device difficult to use ("difficulty in placing the essure coil in right fallopian tube") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. In 2009, the patient experienced device difficult to use (seriousness criteria medically significant and clinically significant/intervention required) and complication of device insertion ("essure coil placed in the left fallopian tube only"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and back pain ("chronic back pain"). The patient was treated with surgery (surgery to remove her remaining essure coil and remaining fallopian tube) and surgery (physician removed the right fallopian tube). Essure was withdrawn. At the time of the report, the pelvic pain, device difficult to use, discomfort, menorrhagia, abdominal pain, back pain and complication of device insertion outcome was unknown. The reporter considered pelvic pain, device difficult to use, discomfort, menorrhagia, abdominal pain, back pain and complication of device insertion to be related to essure. Company causality comment: this spontaneous case refers to a (B)(6)-old female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced difficulty in placing essure coil in right fallopian tube (interpreted as device difficult to use), whereupon her right tube was removed. After insertion of the coil in the left tube, the plaintiff began to experience chronic pelvic pain / severe pain, whereupon the remaining coil and the left tube were removed. Device difficult to use and pelvic pain, serious due to medical significance, are anticipated according to the reference safety information of essure. Difficult insertion and pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the events, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). This case was regarded as incident because of device removal. Additionally, non-serious events were reported. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced difficulty in placing essure coil in right fallopian tube (interpreted as device difficult to use), whereupon her right tube was removed. After insertion of the coil in the left tube, the plaintiff began to experience chronic pelvic pain / severe pain, whereupon the remaining coil and the left tube were removed. Device difficult to use and pelvic pain, serious due to medical significance, are anticipated according to the reference safety information of essure. Difficult insertion and pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the events, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). This case was regarded as incident because of device removal. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.